Manufacturer narrative:
Concomitant product(s): a 694758 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was reprogrammed due to diaphragmatic stimulation. It was also reported that the right atrial (ra) lead was possibly undersensing during atrial arrhythmias. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that intermittent atrial undersensing was causing inappropriate mode switching and errant pacing.